Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: provided as (B)(6) 2015: estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and ischemia, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on 03/06/2015, a 2.5x23mm xience alpine stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. In (B)(6) the patient started to experience worsening chest pressure and on (B)(6) 2015 was hospitalized. Cardiac enzymes were noted to be elevated. A stress test was performed with positive results and diagnostic cardiac catheterization was performed displaying a patent stent; however, the stent had possibly jailed coronary septals and blood flow through the septals was reduced to timi 2. Reportedly, the septals were too small for percutaneous intervention (pci); therefore, nitrates were prescribed. On (B)(6) 2015, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.